Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, and a factory reset was recommended as part of troubleshooting. Symptoms included low blood glucose. Outcomes included no reported injury, hospitalization, or medical intervention beyond standard carbohydrate treatment advice. Investigation included multiple outreach attempts to review hypoglycemia events and to guide the patient through a factory reset, along with internal case review. Investigation of this case revealed no documented device malfunction and no device evaluation due to lack of contact and no device return. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.